Manufacturer narrative:
The device will not be returned for eval as it is being kept at the hosp.

Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2009-00283.